Event description:
It was reported by customer that cuff of pleurx is out of skin. Verbatim: cuff of oleurax is out of skin; patient doesn¿t have explanation; exchanging catheter to reduce risk of infection opportunity; no infection reported as of now. Customer response on dec 18, 2024: 1. Was there any medical intervention required including diagnostics, procedures, and treatment? An assessment was done using imaging to determine potential misplacement of catheter/occlusion. 2. How was the issue resolved? I was told the intended plan was to replace the pleurx. 3. Was catheter replacement necessary due to a loose cuff? The replacement was out of caution to minimize infection risk. 4. How was the issue resolved? Plan mentioned was to replace pleurx catheter. 5. What was the impact to the patient? Replacement of new pleurx. 6. What is the lot number and material number associated with the reported issue? Unk. 7. How long has the catheter been in place? No specific time reported but not he patients first pleurx and was shared it was not placed for long. 8. Where is the catheter located? Abdomen or chest? Chest. 9. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label?

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a010402, patient problem code: f1905. H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that the part of the cuff is exposed. We cannot confirm a device failure and are unable to make any further observations. A device history record could not be evaluated as the lot number is unknown. Unable to establish a potential cause without additional information or physical sample. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that cuff of pleurx is out of skin. Verbatim: - cuff of oleurax is out of skin. - patient doesn¿t have explanation. - exchanging catheter to reduce risk of infection opportunity. - no infection reported as of now. Customer response on (B)(6) 2024. 1. Was there any medical intervention required including diagnostics, procedures, and treatment? An assessment was done using imaging to determine potential misplacement of catheter/occlusion. 2. How was the issue resolved? I was told the intended plan was to replace the pleurx. 3. Was catheter replacement necessary due to a loose cuff? The replacement was out of caution to minimize infection risk. 4. How was the issue resolved? Plan mentioned was to replace pleurx catheter. 5. What was the impact to the patient? Replacement of new pleurx. 6. What is the lot number and material number associated with the reported issue? Unk. 7. How long has the catheter been in place? No specific time reported but not he patients first pleurx and was shared it was not placed for long. 8. Where is the catheter located? Abdomen or chest chest. 9. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label?